Manufacturer narrative:
General information: the become aware date has been corrected from (B)(6) 2017 to (B)(6) 2017 based on clarification from the roche affiliate. This date was erroneously submitted in emdr (B)(4).

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The reporter alleged that a button on the infusion device was defective. No adverse event was reported. The alleged product was not returned for product evaluation.